Event description:
Per the clinic, the patient experienced an infection at the implant incision site (specific date not reported). The incision site reportedly did not heal properly since implantation surgery with formation of scab on the posterior and middle of the incision line. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient was also advised to avoid using the external sound processor during the healing period. The implanted device remains.